Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving cartridge detection notifications approximately twice a month for the last 6 months during the load process. Reportedly, the customer is able to close the notification and load the cartridge onto the pump successfully. Customer's blood glucose level was not impacted.